Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078673) on 06-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("bleeding heavy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercourse."), hemianaesthesia ("I have right side arm numbness"), weight increased ("I have gained (B)(6)"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), pruritus ("itching") and menstrual disorder ("periods had worsened"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the menorrhagia, dyspareunia, hemianaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, pruritus, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hemianaesthesia, insomnia, menorrhagia, menstrual disorder, pruritus, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078673) on 06-aug-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercourse."), hypoaesthesia ("I have right side arm numbness/yes but left is worse"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), itching ("itching"), menstrual disorder ("periods had worsened") and itchy skin ("patient wanted to rip her skin off anytime when her husband use a pet deodorizer on the carpet") and was found to have weight increased ("I have gained 40 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dyspareunia, hypoaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, itching, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hypoaesthesia, insomnia, itching, menorrhagia, menstrual disorder, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter considered itchy skin to be related to essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercource."), hypoaesthesia ("I have right side arm numbness/yes but left is worse"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), itching ("itching"), menstrual disorder ("periods had worsened") and itchy skin ("patient wanted to rip her skin off anytime when her husband use a pet deodorizer on the carpet") and was found to have weight increased ("I have gained 40 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dyspareunia, hypoaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, itching, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hypoaesthesia, insomnia, itching, menorrhagia, menstrual disorder, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter considered itchy skin to be related to essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078673) on 06-aug-2018. The most recent information was received on 09-nov-2018. Concomitant products included multivitamins. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercourse."), hypoaesthesia ("I have right side arm numbness"), weight increased ("I have gained 40 lbs"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), pruritus ("itching") and menstrual disorder ("periods had worsened"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the menorrhagia, dyspareunia, hypoaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, pruritus, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hypoaesthesia, insomnia, menorrhagia, menstrual disorder, pruritus, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercource."), hypoaesthesia ("I have right side arm numbness/yes but left is worse"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), pruritus ("itching") and menstrual disorder ("periods had worsened") and was found to have weight increased ("I have gained 40 lbs"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the menorrhagia, dyspareunia, hypoaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, pruritus, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hypoaesthesia, insomnia, menorrhagia, menstrual disorder, pruritus, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed negative. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) is found to be duplicate of case (B)(4). All information including reference number, source document and reporters were transferred from deletion case to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078673) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), dyspareunia ("pain during intercource."), hypoaesthesia ("I have right side arm numbness/yes but left is worse"), headache ("headaches"), tendon pain ("tendon pain on my arms, hips and legs"), insomnia ("insomnia"), vulvovaginal dryness ("vaginal dryness"), itching ("itching"), menstrual disorder ("periods had worsened") and itchy skin ("patient wanted to rip her skin off anytime when her husband use a pet deodorizer on the carpet") and was found to have weight increased ("I have gained 40 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dyspareunia, hypoaesthesia, weight increased, headache, tendon pain, insomnia, vulvovaginal dryness, itching, menstrual disorder and uterine enlargement outcome was unknown. The reporter provided no causality assessment for dyspareunia, headache, hypoaesthesia, insomnia, itching, menorrhagia, menstrual disorder, tendon pain, uterine enlargement, vulvovaginal dryness and weight increased with essure. The reporter considered itchy skin to be related to essure. The reporter commented: an disability/permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: all blood test was done and revealed negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content was received: new event itchiness and new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.